Event description:
It has been reported to company that the occlusion balloon moved during the procedure causing a loss of occlusion of the vessel. The physician inserted the occlusion balloon wire into patient's saphenous vein graft and inflated the occlusion balloon to 5mm to occlude the vessel. The physician then inserted the stent delivery catheter and successfully placed the stent. The physician noticed that the occlusion balloon had moved out of position and was not fully occluding the vessel. The physician deflated the occlusion balloon and repositioned it in the vessel and reinflated the occlusion balloon to 5.5 mm to occlude the vessel. The physician removed the stent delivery catheter and inserted the aspiration catheter and aspirated the particulate from the vessel. The physician removed the aspiration catheter. The physician deflated the occlusion balloon and repositioned to place a second stent in a second lesion successfully. The patient is reported to be fine.